Event description:
A malfunction was reported involving momentary power loss to the vibrator motor, identified by malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Customer received assistance with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared.